Event description:
It was reported intermittent occlusion alarms occurred back to back that the customer was unable to resolve despite changing pump supplies and sites. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy with a backup plan if necessary.